Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 156 mg/dl, 147 mg/dl and the sensor glucose was 85 mg/dl, 87 mg/dl, 93 mg/dl at the time of the incident. The customer was advised to call back after an hour if having issues. The sensor will not be returned for analysis.